Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4). The reported field event of backup vvi was confirmed in the laboratory and was due to the transient non maskable interrupt. The device was tested on the bench and no anomaly was noted.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The pulse generator has not reached the hardware elective replacement indicator. On (B)(6) 2017, the device was explanted and replaced. The patient was stable during and post procedure.